Manufacturer narrative:
No product was returned for evaluation. The data logs were evaluated and 30 minutes after case start a motor current spike, speed spike, and dp sensor increase/flow decrease was observed. This pattern is indicative of biomaterial ingestion. Low flow followed this event. The root cause of the low flow was most likely biomaterial ingestion.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The impella rp flex experienced low flows 30 minutes after pump start. No systemic anticoagulation was used. Heparin was being used in the purge. Patient arrested and expired on the second day of support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.